Manufacturer narrative:
Investigation summary: the customer reported a leak was observed at the point of connection after the initial infusion was complete. No patient harm/injury was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and a trend was not identified. The reported device was not returned for evaluation, however, the customer provided a photograph. Visual inspection of the photograph confirms the report of leak at the cross-spike tubing connection. An investigation has been initiated to determine the root cause of this confirmed manufacturing/process related device failure. Additional action is not required at this time and this complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after the beginning of the infusion of the diet, there was a leak in the connection of the set with the diet. There was no patient harm reported.